Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. Fse found error stating firing energy was interrupted and found errors c-34 and 54 in the log. The fse was able to clear the error and replaced the vio integrated electrosurgical generator unit as a precaution. System was tested and is ready for use. Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The unit was returned for failure analysis and the reported failure. The c-34 errors, c-54 errors, issues firing, and replaced part was replicated during initial boot up. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the other equipment manufacturer (OEM) for repair. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by the isi technical support engineer (tse) and by isi fse. Investigation revealed the following possible related system errors: c-34 (hf voltage too low in on state) and c-54 (power supply voltage measurement value too low in on state). Additional log review confirmed the system (B)(4) was used on (B)(6) 2022 for a benign hysterectomy procedure. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical generator unit (iesu) was abandoned after the start of the procedure. The surgeon was able to continue the procedure robotically by using a hand held laparoscopic instrument to apply monopolar energy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) called an isi technical support engineer (tse) and reported multiple c-34 errors on the erbe generator. Prior to calling, the cta power cycled the erbe with no change. The tse reviewed the logs and confirmed the c-34 errors were present. Tse asked the cta to move erbe monopolar cable to other output which caller performed with no change. The cta power cycled the erbe again, but the c-4 error persisting prior to surgeon calling for energy. The cta placed phone on hold to talk with the surgeon, but the call was lost. The cta called back and stated the customer switched to monopolar instruments and the green instrument energy activation cable. The erbe continued to fault. The staff was using a hand held laparoscopic instrument to apply monopolar energy when needed. Site was continuing the procedure robotically. It was unknown if the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the erbe was confirmed to be abandoned towards the end of the procedure. The procedure was completed using a handheld laparoscopic instrument to apply monopolar energy for the last part of the procedure.